Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they needed to put the therapy on. Helped caller close all apps and power off recharger. Helped caller connect the ins and call observed a por message. Reviewed that a por can occur when the ins battery depletes and the caller reported that is likely what happened. Helped the caller turn the therapy back on and then closed down and moved back to the recharger. The handset would not find the recharger. Hard reset the recharger and the handset was able to communicate with it. The caller was able to see 50% charge and will continue recharging. The caller reported dissatisfaction with how still they need to stay while recharging to keep connection. The caller reports that we need to stop showing people vacuuming and doing dishes and things while recharging because that is not possible. The caller reported they also tried to recharge when they were a passenger in a car and it was also very difficult to keep a connection and it took them over 2 hours to charge. Explained the size of the ins and battery inside of it and noted that it is important to remain somewhat still while recharging. Patient called back to report having the same issue that was previously reported and documented, recharger app not connecting to recharger. Reviewed recharging steps and patient received the recharger not found message. Reviewed how to reset the recharger and this resolved the issue. Patient also mentioned that since received this implant the top portion of the implant sticks out more. Additional information was received. Patient called back and reiterated the recharger was not connected to handset. Patient stated they'd been trying for the last 2-3 weeks to pair the two. The patient got a not found on the call and patient services walked the patient through a recharger reset. The patient dismissed the resulting 3167 service code and was able to pair the recharger to the handset and began charging their ins. The battery showed red, the connection was excellent and the therapy was off. Patient services reviewed with the patient they would need to turn their therapy back on once they were finished charging. The patient was going to continue charging their ins and call back for assistance with turning the therapy back on once they were done charging.